Event description:
Pace medical was notified on march 17, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Device was returned to company stating the atrial output was outside specifications. Device was analyzed and fault was observed. The atrial terminal was loose. The terminal was tightened. The device was recalibrated and final tested. All tests were nominal. The device was returned to the customer. Terminal loosening may have been caused by rough handling or a sudden impact.